Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Cause was not known. Customer administered a correction bolus via pump to address bg level. Replacement pump was sent to customer to resolve the issue.